Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the user changed her site that morning and was unsure whether the infusion site had been placed incorrectly. She did not experience any pain but noticed a couple of units beneath the pump clip. The user later called back and shared that approximately 2¿3 units of insulin had flowed into the hexagon clip. No alarms or alerts were received. Upon assessment, no signs of leakage were observed around the infusion site. The cgm reading at the time was 230 mg/dl. The issue was resolved independently by unclipping and rotating the hexagon. Insulin delivery was confirmed, and after a walk, the cgm reading returned to a comfortable range. The possibility of initial misalignment during set placement was discussed. The pwd inquired why a line blocked alarm had not activated, considering that not all insulin appeared to have been delivered through the cannula. It was explained that line blocked alarms are designed to detect interruptions in the smooth flow of insulin. In this case, the pump likely sensed that some insulin was still passing through the tubing and cannula, which may have prevented the alarm from triggering. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved.